Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir o ring is missing. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, missing reservoir tube o-ring and broken reservoir tube lip.